Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges subsequent medical visits and hospitalizations resulting in removal of device. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient had hernia repair surgery and implanted an unspecified bard/davol flat mesh. Following the surgery, the patient continued to have significant pain and discomfort in her abdominal area, and other complications which have included, leading to a subsequent visit and/or admission on (B)(6) 2010, removal on (B)(6) 2010, and further treatment on (B)(6) 2010 and (B)(6) 2010, and other dates. As a direct and proximate result the patient has suffered the loss of her former physical well being, and suffered serious injuries to her body, was seriously and permanently injured and has required medical care and attention, including additional surgery, additional hospital admission, additional physical therapy, and will continue to require medical care and attention, she has suffered and will continue to suffer severe chronic pain and agony as a result of the happening of the occurrence; and is permanently disabled as a result of the happening of the occurrence, and was otherwise injured and damaged.